Event description:
Procedure: gastric bypass. The instrument was fired and then would not open. The instrument had to be cut around tissue to be removed. The area was hand sewed and a new instrument was used to complete the procedure. No further pt injury reported.